Manufacturer narrative:
The reported complaint of a user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive data review of the returned autopulse platform (sn: (B)(4)). However, the issue could not be reproduced during functional testing; therefore, the root cause of the complaint could not be determined. The autopulse platform is a reusable device and was manufactured in 2015. Visual inspection was performed. No physical damage was observed. Review of the retrieved archive data, found multiple ua 41 messages occurred on (B)(6) 2017, rather than on the reported event date of (B)(6) 2017. A large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes; no errors or faults occurred. The platform met all specifications and passed all final testing criteria. To prevent a probability of a ua41 from reoccurring, the temperature sensor and the power distribution board were replaced. The storage and shift check conditions are not known. However, factors such as ambient storage condition (e.g. Fire truck under sun) or soft surface that may block air vents are known to cause ua41 in rare cases. Additionally, the autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (B)(4) displayed user advisory 41 (patient temperature sensor failure) during routine shift checks. No further information was provided.